Event description:
The customer received a blood glucose reading of 228 mg/dl from his breeze2 meter and a reading of 40 mg/dl from his contour meter. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer also performed control tests while troubleshooting and received results of 219 and 229 mg/dl. The normal control range was 94-129 mg/dl. The customer was advised to return the test strips for evaluation. Replacement test strips and a new meter were sent to the customer.